Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, difficulty was encountered during thumb advancer deployment. Although the sheath split was completed, the sheath did not split cleanly; shredding occurred. The clip was deployed. However, it was not specified if the clip achieved hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Without the return of the device, a definitive cause for the reported experience could not be determined. The lot number was not identified; therefore, a device history record review could not be performed.